Event description:
At 4 years after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (11 to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 february 2022. Lot 174803: (B)(4) items manufactured and released on 11-oct-2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.